Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the up arrow keypad button has been intermittently responsive for the past 6 months. She noted that the button is depressed and spongy. The family member stated that the ok button symbol is worn, but the keypad is otherwise intact; there is no physical damage noted to the rubber keypad. She denied exposing the pump to cleaning products, and stated that the patient wears the pump in her shirt pocket with a clip.